Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. The instrument was found to have the wrist cover torn at the distal end. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, surgeon found that the black sleeve of sureform stapler at the wrist was peeled off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage. When surgeon has tried to use the articulate the instrument he found the issue. No fragment fell into the patient. There was no collision of the instrument, and the instrument was removed during the procedure to straightened. The surgical staff felt resistance upon removal of the instrument through the cannula. The wrist was straightened and there was no damage to the cannula. There was no additional procedure was done, and no post-operative tests were performed.

Event description:
Refer to h11 for follow-up information.